Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The customer reported visual inspection of the top case revealed physical damage. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The main circuit board was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had power issues. There was no patient harm or serious injury reported as a result of this incident.